Event description:
Bedside rn had primed a new IV line for fentanyl gtt, initiated the gtt approx 2400 hours, after the rn performed the pt's bath, the rn noticed the 100ml bag was dry. As the fentanyl gtt was running at 2.5 ml/hr, later reduced to 1.25 ml/hr (as plans for extubation in the morning were expected), the rn knew the bag was empty too soon. The rn then discussed it with the charge rn. The pump with the tubing still in it were removed from the pt and secured for investigation. The medication bag and tubing are still attached to the pump. These two units had been inspected, pmd and cleared by agility, the vendor hired, to verify the safe operation of all alaris IV system units. Ref report: mw5115852.